Event description:
It was reported that the guardians noticed a sudden decline of the child's hearing with the ci. Problems of outer devices have been excluded and history of head trauma has been denied by the guardians. Latest testing shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.